Event description:
It was reported that during a lap fundoplication procedure, an error tone sounded with the first device. Everything was retightened and re-tested. The device worked for about 10 minutes when the surgeon noticed the device was not working according to instructions. It was then noticed that the active blade was missing and had broken off inside the pt. The second was opened and immediately it received an error tone. After checking and re-checking, it was decided to open a third to complete the procedure. The active blade was never found.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.